Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One catheter was returned for review. Visual inspection found no damage to the hub of the catheter or the catheter tubing. Functional testing of the catheter was conducted by using a red dyed water filled syringe and clamp to test for leakage. There was no leakage observed at the hub, the strain relief or the catheter tubing. Therefore, this complaint could not be confirmed. Since the reported issue could not be duplicated with the returned device, establishing a root cause and corrective action is not necessary.

Event description:
"Between the tip of the catheter and the catheter itself there is a leak and forces the catheter to be removed." ¿this causes a lot of inconvenience for the patient.¿

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the customer, there was no sample available for review. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the results are inconclusive and determining a definite root cause and corrective action is not possible. If the product is returned in future, a follow-up report will be submitted accordingly.

Event description:
"Between the tip of the catheter and the catheter itself there is a leak and forces the catheter to be removed." ¿this causes a lot of inconvenience for the patient.¿